Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018 a field service engineer (fse) found the end marker screws were loose, causing it to get caught on the sensor, which in turn caused the sample rack to jam. The fse tightened the loose screws, verified instrument operation, and ran patient samples; all passed. No further action was required by the fse. The aia-2000st was performing within specifications. The aia-2000st, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under section 6. System operation provides step-by-step instructions for proper sample rack operation, loading, and movement on the sample loader. The most probable cause of the reported event was due to loose screws on the end marker.

Event description:
On (B)(6) 2018 a customer reported that the sample rack jammed as it was being sampled on the sample loader on the aia-2000st instrument, aborting all tests. The customer is unable to run, which caused a delay in reporting of patient results for estradiol (e2) and luteinizing hormone (lh ii). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: the aia-2000st, serial number (B)(4), was installed at the account on 31-may-2017. A complaint history review and service history review for similar complaints was performed from 31-may-2017 through 08-jan-2018. There were no other similar complaints identified during the searched period.